Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and had prime rewind anomaly. The customer experienced high blood glucose of 400 mg/dl and low 46 mg/dl. The high blood glucose was treated with the manual injection and low blood glucose was treated with the food. The customer stated that they were unable to exit the preparing to prime loop. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act and escape buttons did not respond due to unlock on lcd keypad connector. Unable to perform run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and displacement accuracy test due to button keypad anomaly. Pump passed idle current test. Unable to verify alarm, prime anomaly and bolus delivery anomaly due to button keypad anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.